Manufacturer narrative:
This report is submitted on january 11, 2019. Registration number (B)(4).

Event description:
It was reported that the patient experienced pain at the magnet site. Subsequently the internal magnet was removed on (B)(6) 2018 and an abutment was placed on the internal fixture converting the patient to a percutaneous baha implant system.